Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that there was a response issue with all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following results:a visual inspection of the pump showed that the keypad cover was undamaged. The keypad buttons were all intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under all key contacts.